Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there an attempt to open the jaws? If yes, did the jaws open? Yes the scrub tech tried opening the jaws outside the patient and the jaws would not open.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the stapler was handed off to surgeon with the jaws closed. When he grabbed it and put it down the trocar he heard the battery go off and could not open the jaws. The surgeon thinks he hit the trigger by mistake and it advanced the knife blade to the end of the jaws a bit. This was on the first fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient.